Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer with follow up phone call for knowing customer's condition; customer informed that was admitted in the hospital (B)(6) 2016 after obtain hi results and hyperglycemia symptoms,customer tested for blood glucose in the hospital, the results were 600's to 400's as a husband explained; customer treated with fluids and insulin to lower blood glucose levels. Customer informed is asymptomatic at the on call time.

Event description:
Consumer reported complaint for hi blood glucose test result on (B)(6) 2016. Customer not felt well at the time of the call. Customer felt weak, tired and the stomach hurts. Customer advised to seek medical attention.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated on 05/13/2016 with no defects found - only 2 test strips returned. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer with follow up phone call on (B)(6) 2016 for knowing customer's condition; customer informed that was admitted in the hospital on (B)(6) 2016 after obtain hi results and hyperglycemia symptoms,customer tested for blood glucose in the hospital, the results were 600's to 400's as a husband explained;customer treated with fluids and insulin to lower blood glucose levels. Customer informed is asymptomatic at the on call time. Manufacturer contacted customer on 05/14/2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose test result on (B)(6) 2016. Customer not felt well at the time of the call. Customer felt weak, tired and the stomach hurts. Customer advised to seek medical attention.